Manufacturer narrative:
Investigation - evaluation. A review of the drawings, device history record, instructions for use (IFU), manufacturing instructions, quality control, visual inspection and functional test of the returned device was conducted during the investigation. The device was returned in open, used condition. The macloc assembly was leak tested, and a leak was found between the cap and assembly. Manufacturing requirements call for a silicone insert inside the assembly. The device was opened and the insert was present; however, it was positioned incorrectly, creating a gap that allows fluid to leak through. It is feasible to suggest that this insert was not placed properly during manufacturing. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, the root cause is likely manufacturing related. Measures have been initiated to address this failure mode. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. Access to the target lesion was gained through a right intercostal approach. The physician attempted to confirm proper placement of the device within the lesion by placing negative pressure within the device to aspirate fluid; air was aspirated rather than fluid. The device was removed and a new device placed and the procedure completed. Post procedure testing by the physician of the device by injecting saline identified a leak between the hub and the catheter. There are no reported adverse patient consequences. The device was received by the manufacturer for evaluation.